Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. This report is for one (1) band-aid unspecified USA. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unknown blood thinners; consumer still on drug. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with an unspecified band-aid. The consumer stated that he used a band aid on his hand for an open cut. Upon removal of product, a layer of his skin was pulled and the consumer could not stop the bleeding. The consumer sought medical attention at the hospital and a nurse put a sponge pad on it. The bleeding was not resolved. The consumer stated that he is on unknown blood thinners.